Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2013-11525. It was reported the patient's leads were explanted and replaced with a single lead (different model) due to insufficient coverage. Also, the lead anchors were electively explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.